Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation results and to correct section h8. Based on the evaluation performed on the returned device, no abnormalities confirmed in the scope. The air/water is within the standard specification. There was no kink or damage on the insertion tube. The air/water nozzle was not clogged, but corrosion was noted. The exact cause of the user¿s experience was not conclusively determined, but the legal manufacturer indicated that it is most likely attributed to the damper phenomenon in the air/water channel. The device history record was reviewed and confirmed that the device meets all manufacturing specifications and final product release criteria.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc found that the nozzle had rust. The manufacturing record was reviewed and found no irregularities. Omsc judged that the rust was generated because it was corroded by chemical residue due to insufficient rinsing.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, it was not possible to supply air and water at all. There was no report of patient injury associated with the event. The event date was unknown. The subject device was used in combination with cv-290 and clv-290. The subject device had been reprocessed using wm-s (kaigen). The subject device was returned to omsc for evaluation. Omsc found that the nozzle had rust.